Manufacturer narrative:
At the time of this report, the defective laptop has not yet been returned, so no investigation could be performed. Once the laptop has been returned and investigated, a follow up report will be submitted. The broken laptop will be replaced. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer complained that the battery of the laptop is swollen and the usb ports are not working. There was no patient involvement.